Event description:
During the coronary artery bypass procedure, the first seal did not deploy out of the delivery tube into the aorta and the second seal cracked during loading. The surgeon used a replacement unit to complete the procedure. No pt complications were reported by the hosp. This report is for the seal that did not deploy out of delivery tube.